Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/21/2017 with the following findings: on examination, the keypad is undamaged. On testing, the up button had intermittent unresponsiveness. The keypad cover was removed revealing the up button contact was cracked. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; under-responsive up and down arrow buttons. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.